Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunctions is traced to component failure and cause not established for the bending rubber adhesive may chip, and debris may fall into the body. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the acoustic lens was peeled and damaged, there was a chip in the adhesive area around the acoustic lens, bending rubber adhesive may chip, and debris may fall into the body. There was no patient involvement.